Event description:
Litigation papers allege the following: the patient suffers from hip pain, limited range of motion, elevated levels of cobalt in his blood, difficult in ambulation and other symptoms or other adverse health effects.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.